Event description:
It was reported that the clinic had a power module with a damaged battery clip to the backup battery.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module¿s internal battery clip being damaged was confirmed. The returned power module was received at the service depot, and its internal battery clip was observed to have been damaged upon arrival. The damaged battery clip was replaced with a new component, and all other components were observed to be in good condition. The power module was then functionally tested and was found to perform as intended. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the power module showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.